Event description:
This rv lead was implanted on (B)(6) 2006 and was capped on (B)(6) 2011 due to suspected fracture. No adverse patient effects. Elevated thresholds, impedance -1100 ohms at changeout. It had crept up from -600 ohms in (B)(6). It appears to have been caused by twiddlers syndrome. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).